Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading when admitted to hospital was 563 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer using auto mode feature active at the time of event. Customer current blood glucose was 186 mg/dl and other blood glucose was 435 mg/dl. Customer treated for high blood glucose with manual injection. The customer alleges insulin pump was under delivering due to unable to control blood glucose. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.